Manufacturer narrative:
Single use device.

Event description:
"A (B)(6) patient in which they applied the statseal disc post PICC insertion, and the product seemed to eat away at the skin. They filled out an incident report. The wound care team was called in. The site had bruising. They do not use biopatch. They used chlorhexadine gluconate 1-2% on patients >28 weeks. Under this age, they only use betadine at the insertion site".

Manufacturer narrative:
Evaluation of biolife's chief medical advisor dr. (B)(4). In response, the incident with involving the statseal disc and the neonate. It appears that a steristrip was used to secure the disc. I suspect this created a specific pressure area that with the texture of the disc would lead to a skin breakdown. A steristrip would create a unique point of contact that would be very defined over a small area. Increasing the risk of breakdown or a tear by contact. Applying a more evenly distributed dressing would make more sense. (B)(6). Single use device.

Event description:
"A (B)(6) week patient in which they applied the statseal disc post PICC insertion, and the product seemed to eat away at the skin. They filled out an incident report. The wound care team was calledin. The site had bruising. They do not use biopatch. They used chlorhexadine gluconate 1-2% on patients >28 weeks. Under this age , they only use betadine at the insertion site".